Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was displayed as "low"; although specific value was not provided. Customer consumed carbohydrates to address the bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.